Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: a partial lead was returned in two segments for analysis. External insulation abrasion was noted at 9.6-9.9cm from the distal tip, consistent with lead friction to another device or patient anatomy, and at 41.4-41.7cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at these locations.

Event description:
It was reported that externalized conductors were suspected. Lead was explanted and replaced without complication.